Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black and remote support service was offline. A field service engineer inspected and identified that the auxiliary drawer 6 required a new drawer board, replaced successfully, checked all related components, reseated the cables, and performed functional testing to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main station screen was black and remote support service was offline. Customer tried turning off and on again, unplugging and plugging back in to a different socket but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.